Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached above 300 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the pink side did not move forward, which indicates a needle mechanism failure occurred. Additionally, when removed from the infusion site (arm), the pod's cannula was found bent. Ketones were also checked and the results were "nothing concerning". As treatment, a manual injection of insulin (5 units) was delivered.